Event description:
It was reported that the patient had inappropriate shocks due to oversensing of noise via reduced intrinsic amplitudes. The smart pass feature had programmed itself off due to the low intrinsic amplitudes. Office testing found low intrinsic amplitudes in all of the sensing vectors. Technical services discussed some options with the doctor. This is considered a serious injury as there were two inappropriate shocks. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the patient had inappropriate shocks due to oversensing of noise via reduced intrinsic amplitudes. The smart pass feature had programmed itself off due to the low intrinsic amplitudes. The first shock induced ventricular fibrillation. The next shock successfully converted the arrhythmia. The patient was exercising at the time. The sensing vector was set to the secondary sensing vector. Technical services discussed some options with the caller. The system remains implanted. There were no additional adverse patient effects. It was reported that the patient had inappropriate shocks due to oversensing of noise via reduced intrinsic amplitudes. The smart pass feature had programmed itself off due to the low intrinsic amplitudes. Office testing found low intrinsic amplitudes in all of the sensing vectors. Technical services discussed some options with the doctor. The system remains implanted.